Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a complex dissection in the thoracic aorta. The patient also had an abdominal aortic aneurysm distal to the dissection and some form of connective tissue disorder. The patient presented with an acute type 'a' dissection. It was reported that at the time of the original procedure, this patient had a 'stovepipe' technique procedure where the left subclavian artery was covered and an atrium I-cast stent was placed and ballooned proximally across the carotid and the innominate artery. Laser fenestration of the stent graft was done and the patient underwent repair by cardiac surgery. When the stent graft was implanted, the graft material itself came up flush with the orifice of the left carotid artery in an optimal position. The proximal metal wires were inspected and one had landed in the orifice of the innominate artery with the tip against the far wall of the artery and within the dissection plane. The innominate artery was heavily involved in the dissection proximally as well, and there was an area of intima of significant size between the strut and the orifice hanging inside the lumen of the vessel. It was noted that there was complete obliteration of the dissection around the talent graft. The patient was sent to another hospital and is being worked-up for the connective tissue disorder problem where he had originally presented with the dissection. According to the op-notes, it appears the talent stent graft was accurately placed at the origin of the left carotid artery with good seal and opposition. The taa/dissection was sealed. There was no explant of the graft. No additional information was provided.

Manufacturer narrative:
(Required intervention) - conclusion: (modification of device, used for treatment of a type a dissection), (type a dissection, connective tissue disorder).